Event description:
Customer alleged that the sling has the stitching coming apart near the loop. No alleged injuries reported.

Manufacturer narrative:
Customer has received replacement sling to resolve this issue.